Event description:
It was reported that the system 9600+ would not initialize and that the c-arm display gave the message "data crc error". There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the s-ram card on the c-arm mainframe was corrupt and was subsequently replaced. The system was tested and found to be working as intended and placed back into service.